Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented via remote transmission, high, out of range, pacing impedance was observed on atrial lead. The device was reprogrammed. The patient was stable.

Event description:
New information received notes that the right atrial(ra) lead was explanted and replaced. Fracture was suspected. The patient was stable.

Manufacturer narrative:
The reported event of out of range atrial lead impedance and atrial lead fracture was confirmed in the laboratory. A complete lead was returned in single piece. A fracture of the conductor outer coil was noted at 25.0 cm to 26.3 cm from the connector pin due to clavicular crush. The cause of the reported field event of high impedance and fracture was isolated to outer coil broken due to clavicular crush.